Event description:
It was reported that there was a problem with baloon catheter linear 40cc. A kink was observed at the junction of the iab catheter, preventing guidewire passage despite multiple attempts. A new balloon was inserted into the patient. No harm was reported.

Manufacturer narrative:
Other contact phone number: (B)(6) the device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).